Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door assembly being cracked at the upper and lower hinge stops. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with an occlusion alarm, which occurred during biomedical service. This event may have been a false occlusion alarm. It is currently unknown whether there was patient involvement at the time of this event. However, this customer is not willing to be contacted for additional information. No additional information is available.

Event description:
A customer reported intermittent cutting issues while using a high cutting rate. When the cutting rate is lower, the cutting works as expected. The procedure was completed and the pt's outcome was unaffected. There was no pt impact reported.

Manufacturer narrative:
(B)(4). The device evaluation is currently in progress. A follow-up report will be submitted when the evaluation results or if additional information becomes available.